Event description:
It was reported the patient experienced inadequate stimulation. The patient underwent a revision procedure where a lead was added. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient experienced inadequate stimulation. The patient underwent a revision procedure where a lead was added. No further information has been obtained despite good faith efforts. Additional information received that event was previously reported in MFR# 3006630150-2023-05359.